Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. No fluid was obtained from the joint cavity during aspiration. Prior to procedure, the hip was thought to be infected. Surgical notes were provided from the primary surgery on (B)(6) 1999. No complications were noted. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehab protocol is unk. Since no fluid was obtained, it could not be definitively determined if the hip was infected. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It was reported that pt underwent arthrogram and aspiration of the left hip.